Event description:
Ous MDR. Sensing disturbances were reported after an implantation time of about 44 months. Associated with this lead is a setrox s 60, MDR 1028232-2008-1255.

Manufacturer narrative:
Ous MDR. The analysis of the ICD did not find any indications of a device dysfuntioning. The ICD was fully functional. In particular, the signal perception proved to be normal. The analysis was unable to detect any manufacturing errors or material defects.